Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received via published literature: behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. The following could not be completed with the limited information provided: date of birth-ni, weight-ni, date of event - ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported in a journal article that the patient underwent an exploratory revision for potential loosening associated with persistent pain during which the articular surface was exchanged.